Event description:
The following information was received from the affiliate: six days post index procedure the pt complained of chest pain and came to the hospital. Cag was conducted and thrombus was confirmed inside the implanted cypher (entire portion). To treat the thrombus, aspiration and poba using a 2.5 x unk mm balloon was conducted. This pt was admitted for an elective case. Her past history consisted of angina pectoris and hypertension. The target lesion was the mid left anterior descending (lad). The lesion was in a bifurcation that was a calcified type b2 stenosis that was 18mm in length. Pre-dilatation was done with a 2.5 x 15mm balloon at 8atms for 30 seconds. Then a 2.5 x 18mm cypher stent was deployed at 12atms for 30 seconds. Ivus was conducted and no post dilation was performed. No residual stenosis remained and the act was not measured. There was a second lesion left untreated at the first diagonal branch (d1) that was 75-90% occluded because the vessel was too small. The safety and effectiveness of placing a cypher stent into a bifurcation has not been proven. Six days later the pt returned to the hospital with chest pains and a repeat angiogram revealed that there was thrombus inside the implanted cypher stent. This was treated with aspiration and balloon angioplasty. Pre, intra, and post anti-platelet therapies include aspirin 100mg/day, and ticlopidine hydrochloride 100mg/day. The physician indicated that the possible cause of the thrombotic event was due to the untreated lesion in the d1 and post-dilatation was not conducted because it was confirmed by ivus that cypher stent was dilated enough.